Event description:
During cleaning it was reported that the pneumatic hose was leaking oil. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was worn. The hose assembly was replaced and the device was returned to the user facility.